Event description:
It was reported that day after placement of the foley catheter natural shedding occurred. Urinary foley catheter was inserted in the operating room at 9:05 am on (B)(6) with 10 ml of fixation fluid recorded. The patient was admitted to the gicu at 3:30 pm after surgery and returned to ward 7 west at 10:30 am on (B)(6); urine flow was unobstructed during that time. At 8:30 pm on (B)(6), upon responding to a nurse call, the catheter fell out with all the fixation fluid drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.